Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery does not charge, despite the use of multiple usb cables and wall adapters. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. The alleged malfunction alarm issue was verified; based on the analysis, the battery allegation could not be confirmed.